Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the treprostinil infusion was supposed to be running at the rate of 24ng/kg/min. However it was noted that the pump was switched to 30ng/kg/min. The nurses don't remember switching the programmed dose but did adjust the volume to be infused and added more volume. They were wondering if when the volume was added that the pump somehow changed the dose. There was patient involvement however, outcome is unknown. Per the customer's log analysis, they had the following questions: "looking at the log it looks to me like they were maybe trying to add 30ml to the volume since they initially programmed it for 70ml and it is a 100ml bag. They typed 30 into the dose field instead of the volume? Can you take a look and see if that makes sense? Would the pump ever adjust the dose field automatically when adjusting the vtbi?" The customer later clarified that the issue was confirmed to be a programming error.

Event description:
It was reported that the treprostinil infusion was supposed to be running at the rate of 24ng/kg/min. However it was noted that the pump was switched to 30ng/kg/min. The nurses don't remember switching the programmed dose but did adjust the volume to be infused and added more volume. They were wondering if when the volume was added that the pump somehow changed the dose. There was patient involvement however, outcome is unknown. Per the customer's log analysis, they had the following questions: "looking at the log it looks to me like they were maybe trying to add 30ml to the volume since they initially programmed it for 70ml and it is a 100ml bag. They typed 30 into the dose field instead of the volume? Can you take a look and see if that makes sense? Would the pump ever adjust the dose field automatically when adjusting the vtbi?" The customer later clarified that the issue was confirmed to be a programming error.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: manufacturing location, PMA / 510(k)#. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the reported issue of the pump module had been switched at a different rate was confirmed and is being attributed due to a use error. The intended dose was reported to be 24ng/kg/min (calculated rate of 13.5ml/h); however, the log review confirmed that the user changed the dose to 30ng/kg/min (resulting in a rate of 16.578ml/h) and allowed to infuse for 3 hours 18 minutes. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. The event date was reported to have occurred on august 09, 2025, at 7:07 am. However, based on the screenshot provided, the event occurred on august 08, 2025, at 6:43 am. The facility provided the data set named ¿schs_v2.4¿, and pcu event log and error log. A review of the pcu error log showed no records related to the reported issue. A review of the pcu event logs showed that, on (B)(6) 2025, at 1:26 am, the user updated the volume to be infused (vtbi) to 70ml from the previous infusion of unknown drug (suspected to be treprostinil) with the following parameters: drug amount: 1mg, diluent volume: 100ml, concentration: 10000ng/ml, dose: 24.43ng/kg/min, rate: 13.5ml/h (expected duration of 5 hours 11 minutes), patient weight: 94.2kg. The infusion began with a primary volume infused (pvi) recorded of 584.339 ml, carried over from prior performed infusions. At 6:37 am, the infusion was completed and transitioned to keep vein open (kvo) mode at a rate of 13.5ml/h. Subsequently, at 6:43 am, the user updated the vtbi to 20 ml and adjusted the dose to 30 ng/kg/min, resulting in a new infusion rate of 16.578ml/h (expected duration: 1 hour 12 minutes). This infusion started with a pvi of 655.55 ml. The vtbi was updated five (5) times, each with the same dose of 30 ng/kg/min, and a recorded pvi of 710.587ml. At 10:02 am, the user updated the dose to 26 ng/kg/min. The infusion continued throughout the day without any further dose changes. Bd alaris¿ system with guardrails¿ use manual v12.3.2 states that the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported issue of the pump module had been switched at a different rate was confirmed and is being attributed due to a use error. The intended dose was reported to be 24ng/kg/min (calculated rate of 13.5ml/h); however, the log review confirmed that the user changed the dose to 30ng/kg/min (resulting in a rate of 16.578ml/h) and allowed to infuse for 3 hours 18 minutes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further. Patient, product, or procedural details to the manufacturer.